Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator gave e54 and e55 error messages. The customer replaced the o2 sensor and valve sensor printed circuit board (pcb). The monitor on the ventilator matched what the fio2 on the blender knob was set to, but at 100% on the blender, the highest reading with an external analyzer was 78-80%. There was no patient involvement associated with this issue.

Manufacturer narrative:
Vyaire medical was able to confirm the customer's reported issue during testing and evaluation. Upon initial investigation while in service mode, the unit alarmed error codes e51, e54 and e21. After further evaluation, it was discovered that the error code e21 was due to a defective main pcb that does not charge the battery. The error e51 and e54 codes were due to the pressure low flow meter hose coming from the relief valve assembly not being connected to the flow meter causing the error codes. Vyaire medical replaced the defective component to address the customer's reported issue.